Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after plugging the pump into a power source to charge, the pump shut off and the customer could not turn the pump back on. The customer's blood glucose (bg) level was 323 mg/dl. The customer took a manual injection of insulin. During troubleshooting with tandem technical support, it was determined that the customer had accidentally put the pump into storage mode. The customer was able to turn the pump back on and resume insulin delivery.